Event description:
It was reported that a tip detachment occurred. A 300cm v-14 control wire was selected for use in a venogram assessing thrombosis. During the procedure inside the patient, the tip of the guidewire nearly detached completely. No parts of the device remained inside the patient. The device was fully removed through the introducer sheath, and the procedure was completed. No patient complications were reported. The patient was stable.